Event description:
Healthcare professional, through distributor, reported "water damaged box" and "entire shipment is deemed compromised and cannot be used". This device was not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contamination.